Manufacturer narrative:
H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, the valve moved towards the luer end. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to a valve issue. CAPA#1379444 was initiated.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter, translated from german to english: "the patient was placed on vps and anesthesia was introduced via the injection port (propofol was drawn from a break-glass ampoule without a withdrawal cannula), 30 minutes later another drug (from a vial) was injected again via the injection port. Thereupon blood came from the injection port."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter, translated from german to english: "the patient was placed on vps and anesthesia was introduced via the injection port (propofol was drawn from a break-glass ampoule without a withdrawal cannula), 30 minutes later another drug (from a vial) was injected again via the injection port. Thereupon blood came from the injection port."